Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received with fading serial number label. In summary, customer alleged possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly, a difference between sensor glucose and blood glucose values. The customer was treated with juice and jelly beans. The customer reported a blood glucose value of 43 mg/dl. The event involved product(s) mmt-7040a, mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was performed for the general documentation. Troubleshooting was performed for sensor glucose vs blood glucose, and the insulin delivery was not suspended. The customer reported a blood glucose value of 63 mg/dl. The customer reported a sensor glucose value of 128 mg/dl. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for the hypoglycemia, and the customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue using the insulin pump. Mmt-1884 was requested, and customer's response was that the device would be returned. The customer will discontinue using the reservoir. Mmt-342g was requested, and the customer's response was that the device would be returned. The customer will discontinue using the infusion set. Mmt-431ag was requested, and the customer's response was that the device would be returned.